Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and determined to be not reportable. There is no allegation of a complaint against this device, there is no reported malfunction or adverse event caused or contributed to with this device per the updated information. The device functioned as intended. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported two self- drilling screws that were part of the distal radius fixator (drf) fixation for a patient suffering from kienbock symptom were broken at the cortical bone. The surgeon implanted two 2.5mm screws in the metacarpal and two 3.0mm screws in the radius. The report indicated the two metacarpal screws broke when the patient was playing a video game three weeks post-operatively. The patient had not completely healed when the surgeon elected to remove the implants. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there are no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was conducted. The report indicates that the 2 screws (4.0/3.0mm diameter, article number (B)(4)) though showing signs of wear, were in good condition. These screws were the ones inserted in the radius. A thorough review of the manufacturing documents confirms screws were manufactured in june and december 2013 to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.